Event description:
A malfunction alarm occurred in the pump, which was reported by the customer. The customer's blood glucose level did not exceed 500 mg/dl, indicating it remained within a normal range. The customer was unable to resume insulin therapy despite following the proper loading technique, prompting technical support to assist the customer further. A new cartridge was unsuccessful in resolving the issue, so technical support arranged for the pump to be replaced and confirmed the shipping address for the replacement. The customer planned to use multiple daily injections as a backup therapy and understood how to put the pump into storage mode before returning it.